Event description:
The customer reported that the ventilator alarmed with pressure sensor failure occurrence. The customer reported that the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Per failure investigation results. The gas delivery system (gds) assembly, cpu board and motor controller (mc) pcba were tested and no failures were identified. Attempts were made to obtain patient information . To date no further details have been received.

Event description:
The customer reported that the ventilator alarmed with pressure sensor failure occurrence. The customer reported that the unit was in use on patient, but there was no patient harm.